Event description:
It was reported that the right atrial lead exhibited noise resulting in episodes of noise reversion on the pulse generator. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".